Event description:
During a right carotid stent procedure, air was injected into the carotid artery. The patient had mild coronary artery disease and was having elective stenosis repair. The case was aborted and the doctor performed a carotid endarterectomy. There was no harm or injury to the patient.

Manufacturer narrative:
Device not returned to merit. The facility will not release the product. Merit personnel will travel to the facility to conduct the investigation on site. A follow-up report will be submitted when the investigation is complete.